Event description:
The pt was implanted with an ams monarc sling to treat her stress urinary incontinence (sui) on (B)(6) 2009. It was reported that the pt experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries," and emotional distress.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.